Manufacturer narrative:
Investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 23/apr/2024, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and nausea. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital presented with no growth in the culture and a wbc count of 812/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was suspected the source of infection may have been touch contamination as it was reported the patient had been disconnecting and reconnecting [from his cycler] to use the bathroom without aseptic technique. The patient was prescribed intraperitoneal ceftazidime at 125 mg/l daily for three weeks. The patient was able to undergo pd therapy (modality and brand of products not reported) for the duration of the admission. The patient was discharged home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while he continues ccpd therapy at home.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and nausea. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection cannot be determined; however, there was no indication this patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures yielded no growth, an initially elevated wbc count with a decrease in symptoms in response to antibiotic therapy provides evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2024, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and nausea. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital presented with no growth in the culture and a wbc count of 812/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was suspected the source of infection may have been touch contamination as it was reported the patient had been disconnecting and reconnecting [from his cycler] to use the bathroom without aseptic technique. The patient was prescribed intraperitoneal ceftazidime at 125 mg/l daily for three weeks. The patient was able to undergo pd therapy (modality and brand of products not reported) for the duration of the admission. The patient was discharged home on 17/apr/2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while he continues ccpd therapy at home.